Manufacturer narrative:
This error code issue was resolved by reworking the auxiliary board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, soltive premium superpulsed laser system, to the olympus service center. Upon inspection and testing of the returned device, the device was giving error codes 91, 401, and 451. This report is being submitted for the event found during evaluation (software error indicating that the user cannot properly configure the wireless foot pedal to the system). There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported an asset return with a software error indicating that the user cannot properly configure the wireless foot pedal to the system; however; the customer did not allege any issues with the subject device. Inspection of the device found no reportable malfunctions. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.